Event description:
It was reported that on (B)(6) 2015, the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited loss of capture. The lead was reprogrammed. On (B)(6) 2015, the patient presented in clinic for lead revision. The lead was confirmed loss of capture. The lead was explanted and replaced. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 stated that the patient felt fatigue and upon interrogation, the lead also exhibited sensing anomaly.

Manufacturer narrative:
(B)(4).